Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 350 to 582 mg/dl with an unknown cause. Customer required assistance from school nurse to address bg via a correction bolus and supply changes. The customer was instructed to consult with the healthcare provider regarding bg level.